Event description:
It was reported that the device failed to boot up properly and the monitor screen remained white. There was no pt use associated with the reported event.

Manufacturer narrative:
The root cause was determined to be due to a failure of ic u8 on the user interface pcb assembly. After replacing the user interface pcb assembly, proper operation was confirmed and the device was returned to the customer.